Event description:
It was reported when using the unspecified bd vacutainer® lh (lithium heparin) plus blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: "we have had complaints from some of our outreach sites concerning higher than expected co2 levels collected on the lihep psts. We observed that the specimens were not being transported, held for transport in an upright position. We are noticing more cloudy plasma specimens than serum specimens from these providers. We were told that sometimes the centrifugation to separate the serum/ plasma from the cells is not always happening within the 2 hour recommendation. Might the lithium heparin tubes in any way contribute to the elevated co2 levels ¿ there tends to be a longer time between collection and testing although still mostly within 12 hours. In the beginning of the 13mm gel tubes I remember a propensity for the gel to separate from the walls at a greater rate than the older 16mm gel tubes.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported when using the unspecified bd vacutainer® lh (lithium heparin) plus blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: "we have had complaints from some of our outreach sites concerning higher than expected co2 levels collected on the lihep psts. We observed that the specimens were not being transported, held for transport in an upright position. We are noticing more cloudy plasma specimens than serum specimens from these providers. We were told that sometimes the centrifugation to separate the serum/ plasma from the cells is not always happening within the 2 hour recommendation. Might the lithium heparin tubes in any way contribute to the elevated co2 levels ¿ there tends to be a longer time between collection and testing although still mostly within 12 hours. In the beginning of the 13mm gel tubes I remember a propensity for the gel to separate from the walls at a greater rate than the older 16mm gel tubes.